Event description:
It was reported that the pressure gauge did not increase. The 90% stenosed target lesion is located in the moderately tortuous cephalic vein. A 26 encore balloon catheter inflation device was selected to inflate a mustang balloon catheter. During procedure, it was noted that the pressure gauge did not increase upon dilatation. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).